Event description:
The customer reported that the 840 ventilator had a blank screen. Covidien customer support engineer inspected the device. The device was upgraded to 10.4 graphical user interface display. The unit passed extended self-testing.